Event description:
It was reported to philips that the system did not x-ray and displayed the message: "exposure not allowed, select a different procedure". There was no patient or user harm reported. Philips has started an investigation of this complaint.